Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). Analysis information -- (B)(6) 2018 13:16:43 cst pli# 10 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} conductor(s) was/were crushed; there was no impact to electrical functionality. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the {connector #3 is crushed.} connector(s) of the lead {was//were} crushed. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient experienced hip pain and stimulation in the leg and hip. As a result of these issues the patient's lead was explanted and returned for analysis. The explant occurred the same day as the implant procedure. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Follow-up with the manufacturer representative (rep) determined that the reason for the removal was that the patient fell and the lead moved laterally significantly. The movement was confirmed by comparing the CT taken after the call to the x-ray taken during the implant procedure.